Event description:
It was reported that there was concern for pump thrombosis. Elevated flow and power as well as low pulsatility index (pi) were noted. The patient had a palpable radial pulse, their aortic valve (av) was opening with each beat. Hemolysis was found through labs in addition to an acute kidney injury (aki) and hyperbilirubinemia. Log file review confirmed a significant amount of pi events. Flow and power also seemed higher than expected for a fixed speed of 8600 rotations per minute (rpm). The patient ultimately received a pump exchange on (B)(6) 2023.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: thrombus was confirmed via the evaluation of (B)(6). The pump was returned with the driveline cut approximately 1.5¿ from the pump housing and a severed portion measuring approximately 20.5¿ was also returned. The inflow conduit (inlet tube, flex section, and inlet elbow), the outflow graft, and the outflow graft bend relief were not returned. The outflow elbow was returned attached to the pump¿s outlet port. Upon disassembly, examination of the outlet stator revealed a tissue-like deposition surrounding the outlet bearing ball. The formation was not laminated, but displayed evidence of denaturation. Its lack of concentric layering indicates that this deposition did not initially form in the outlet stator. Although the origin of the deposition could not be determined, its areas of denaturation and the concentric contact marks observed at the distal end of the rotor suggest that it was present while (B)(6) was supporting the patient. Although a root cause for the development of this deposition could not conclusively be determined through this evaluation, it could have contributed to the patient's elevated lactate dehydrogenase and plasma free hemoglobin; the aortic valve opening with each beat; and the changes in power and flow that were confirmed in the submitted log file. A direct correlation between the device and the report of acute kidney injury and hyperbilirubinemia could not conclusively be determined through this evaluation. Examination of the remaining pump blood-contacting surfaces revealed no adhered or developed depositions. The rotor, bearings, and other blood-contacting surfaces were viewed under a microscope. No anomalies were noted. Examination of the returned portion of the driveline found it to be unremarkable. Electrical continuity testing of the wires found no discontinuities or shorts. The pump was reassembled and operated on a mock circulatory loop and functioned as intended. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviation from manufacturing or quality assurance specifications. The current heartmate ii left ventricular assist system instructions for use (rev. C) contains the following information: section 1 lists thrombus and renal failure as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Section 4 states that pulsatility index (pi) events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. These events are also referred to as pi events, and may be initiated for reasons other than true pi events. Some reasons include sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. These types of pi events are more likely to be triggered in cases of low pulsatility. Section 6 outlines the indications of thrombus and how to respond to such events. Information regarding recommended anticoagulation therapy is also provided in this section, which explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. No further information was provided. The manufacturer is closing the file on this event.